Event description:
A malfunction was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. The technical support team provided information on how to reset the pump and assisted the customer with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to reach out if the issue happened again.